Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h11. Additional information received stating that a 30 days follow up tte for the patient showed no thrombus reported, trace cumulative tr, and the device to be stable in good position. It also noted slightly thickened device leaflets and a tv mean gradient of 5.6 mmhg.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 48mm evoque procedure in tricuspid position by right femoral vein. It was reported that during 30 day follow-up visit, the patient presented with dyspnea and some fluid retention and was subsequently admitted and the treatment was successful. An echocardiography (tte) was performed which showed restricted mobility of one prosthetic leaflet, a gradient of 5 mmhg, and mild central valve regurgitation. Oral anticoagulation with apixaban was initiated, and aspirin and clopidogrel were discontinued. Overall, the patient reported to feel significantly better. The patient was discharged home with plans for an additional transesophageal echocardiography (tee) to assess.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.